Manufacturer narrative:
Pump saturation happened as soon as the pump went in and was replaced by a second pump. Data log review confirmed saturated flow where mean flow at p-6 was at 3.75 l/min, where expected flows for cp are 2.5-2.9l/min. The pump was returned and inspected. Inspection revealed biomaterial wrapped around the impellor blade. The saturated flow reproduced in lab where at p-6, flows are 3.7l/min where expected range is 2.5-2.9l/min. The cause of the saturated flow was biomaterial due to the biomaterial found wrapped around the impellor blade and the saturated flow reproducing during investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an implanted impella cp had flow saturation, so it was exchanged for a new impella cp. The patient survived.